Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the reported subject device lot. Manufacturing location: synthes monument. Date of manufacture: dec 30, 2016. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during a veterinary procedure on (B)(6) 2017, the lcp (locking compression plate) drill sleeve couldn¿t be attached to a plate. There was no reported surgical delay or harm to the animal patient. Additional medical intervention was not required. Concomitant device: 1x unk plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: it was determined that processing and inspection requirements were met. A review of the device history record showed that the parts were manufactured and inspected to print specifications without non-conformances. The manufacturing, quality and engineering team reviewed the suspect part. The investigation resulted in determining that the first half turn of the thread is rolled over and shut by the chamfer. This occurred when the part being was processed through a red-wheel operation to provide a uniform finish instead. The part design allows a first thread geometry to be thin which would not be maintained when processed. A plate indicator and thread overlay were utilized and neither method detected the thin or rolled thread condition. The part would engage in the plate and did not indicate a rolled thread. Relevant actions have been taken to address the issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case - no patient information will be reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.